Event description:
The customer reported that no image was being displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A cable contact was repaired. The system was tested and found to be working as intended and put back into service.